Event description:
The device was deployed in the usual fashion. The internal spring retracted out with the insertion device partially. Able to remove the majority of the internal spring but the external spring was lodged in the tube with 3 coils visible at the os. Diagnosis or reason for use: sterilization.